Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating sensor alarms on their insulin pump. The patient's blood glucose was 117 mg/dl at the time of the call. The customer stated that they experienced low blood glucose levels of 35 mg/dl. The customer stated that the cannula was a little bent. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The sensor may have been damaged or bent. The customer was sent a new sensor.